Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. No parts were replaced. The unit passed extended self testing.

Manufacturer narrative:
The puritan bennett customer support engineer (cse) inspected the device and fastened the gui to bdu cable.